Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on yesterday on 05:00 pm due to a high blood glucose and diabetic ketoacidosis. The customer's blood glucose level 698 mg/dl. The customer was wearing the insulin pump at the time of admission. The customer treated for high blood glucose was IV insulin. Customer declined troubleshooting for high blood glucose. The insulin pump was replaced or returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window.